Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Additionally, it was reported that the customer experienced on-going, continuous elevated bg levels. Bg level was displayed as ¿high¿; however, a specific value was not provided. Bg cause was unknown. Bg was addressed with by changing cartridge and infusion set. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated the customer regarding insulin recommendations. Recommendation was made to consult with a healthcare provider regarding diabetes management.